Manufacturer narrative:
The manufacturer previously reported a bipap allegedly did not alarm. The manufacturer reported the main board was replaced to address the issue. The manufacturer confirms the main board was not replaced. The connector on the board was cleaned to correct the issue.

Event description:
The manufacturer received information alleging a bipap vision did not alarm. The patient was found with the mask suctioned to the side of his face, pulseless and not breathing. Cardiopulmonary resuscitation was performed and the patient expired. The device was evaluated by the reporting facility's biomedical department. The device was found to have a ventilator inoperative condition and was audibly alarming while still operating. The main board was replaced to address the issue. The biomedical engineer found the apnea and low minute ventilation alarms were disabled. Product labeling states, "the bipap vision is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient. The bipap vision maybe contraindicated for patients incapable of maintaining life-sustaining ventilation in the event of a brief circuit disconnection or loss of therapy."